Event description:
It was reported that during an angioplasty procedure via left subclavian artery, the pressure could not be increased while dilation. It was further reported in inspection that after removal, the balloon leaked air. Reportedly, a balloon replacement could be inflated properly, and the procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing, the balloon catheter was inflated with the in-house presto inflation device, during which the balloon was leaking from the balloon. Under microscopic compound rupture was observed. No functional testing was performed. One photo was received and reviewed. The balloon was noted to be in deflated condition and appeared to be bloody. No objective evidence of balloon rupture can be noted. No other specific anomalies. One video was received and reviewed. The balloon was noted to be connected with an unknown syringe and the balloon had been inflated. Water was noted to be leaking from the balloon. However, the source of the leak is unknown and can¿t be noted in the submitted video. As the submitted photo doesn¿t provide the significant evidence of rupture, and the submitted video confirms the evidence of leak but the source of leak is unknown. However, during the sample analysis, a compound rupture was noted during microscopic observation, hence the investigation was confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.